Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. Components adjacent to this broken main tube do not show damage. The instrument was found with a detached fragment. A piece measuring at approximately 2.30 mm x 2.65 mm was missing and not returned. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: image review: it appears that the proximal clevis is dislodged and the main tube appears to be broken where the clevis is dislodged. Isi reviewed the site's complaint history, which does not reveal any additional related or duplicate complaints involving this product and/or this event. A review of the instrument log for the instrument (471205-17/k10240613 0302) associated with this event was performed. Per logs, the instrument was last used on 11/02/2024 on system sl1378. Image(s) and/or video clip(s) associated with this reported event were submitted for review. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. This issue is also captured in the fmea for 8mm instruments (818101-40) via risk ID ins-12425. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps wrist was cracked. Following this, the instrument removal was impossible, thus, the port clutch button was engaged and the instrument was removed with the cannula from the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the port incision was not increased in order to remove the instrument and cannula together.